Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable pacemaker was explanted due to the safety mode was triggered with no additional alerts. A different device was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis, if different information is revealed.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery.the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The pulse generator case was removed, and internal visual inspection noted no irregularities. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The battery was sent to battery manufacturing for destructive analysis. All welds intact and no visible signs of anode or cathode damage. The cause of the field observation, and the inability to communicate with the device during incoming process at the start of detailed, could not be ascertained. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker was explanted due to the safety mode was triggered with no additional alerts. A different device was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis, if different information is revealed.